Event description:
It was reported that: "18f manta deployed in right femoral artery post tavr procedure. Upon angiogram, slow flow distal to insertion of manta was noted, no bleeding at the groin site or hematoma was present at this time. Physician decided to balloon the vessel at the site of manta, accessing from contralateral side with wire and balloon. Once balloon inflation was complete, pt groin site had a steady bleeding ooze from access site where manta was deployed. Physician held pressure for 15 minutes. Vascular surgery was consulted. Physicians decided to perform a cutdown of the right femoral artery to remove the manta device and repair the vessel. When the manta was cut out of the right femoral artery by the surgeon, it was determined that the collagen from the manta device was deployed intravascularly, causing the vessel to be occluded." The patient was reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). No product evaluation could be completed as the device was not returned for evaluation. The device lot history record review for lot number mn2301557 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. 18f manta deployed in right femoral artery post tavr procedure. Upon angiogram, slow flow distal to insertion of manta was noted, no bleeding at the groin site or hematoma was present at this time. Physician decided to balloon the vessel at the site of manta, accessing from contralateral side with wire and balloon. Once balloon inflation was complete, pt groin site had a steady bleeding ooze from access site where manta was deployed. Physician held pressure for 15 minutes. Vascular surgery was consulted. Physicians decided to perform a cutdown of the right femoral artery to remove the manta device and repair the vessel. When the manta was cut out of the right femoral artery by the surgeon, it was det ermined that the collagen from the manta device was deployed intravascularly, causing the vessel to be occluded. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: "18f manta deployed in right femoral artery post tavr procedure. Upon angiogram, slow flow distal to insertion of manta was noted, no bleeding at the groin site or hematoma was present at this time. Physician decided to balloon the vessel at the site of manta, accessing from contralateral side with wire and balloon. Once balloon inflation was complete, pt groin site had a steady bleeding ooze from access site where manta was deployed. Physician held pressure for 15 minutes. Vascular surgery was consulted. Physicians decided to perform a cutdown of the right femoral artery to remove the manta device and repair the vessel. When the manta was cut out of the right femoral artery by the surgeon, it was determined that the collagen from the manta device was deployed intravascularly, causing the vessel to be occluded." The patient was reported as fine.